Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred with multiple cartridges during the load process. Reportedly, each cartridge was filled with 200 or more units. The user stated that they do not perform the air removal process. A new cartridge was successfully loaded and insulin delivery was resumed. The user's blood glucose (bg) level was as high as 250 mg/dl. It was reported that the user would take a bolus to address bg level.